Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for two female patients on alinity serial number (B)(6). The results were not reported out. The samples were repeated with lower results. The following data was provided: sid (B)(6) sample was hemolyzed: processed on serial number (B)(6) initial result = 66.4 pg/ml repeated on same instrument = 0.2 pg/ml. Sid (B)(6): initial processed on serial number (B)(6) result = 31.8 pg/ml repeated on serial number (B)(6) = 3.8 pg/ml repeated again on serial number (B)(6)= 4.4 pg/ml. Customer¿s diagnostic cutoff for females = <15.6 pg/ml no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-37 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for two female patients on alinity serial number (B)(6). The results were not reported out. The samples were repeated with lower results. The following data was provided: sid (B)(6), sample was hemolyzed: processed on serial number ai03679 initial result = 66.4 pg/ml repeated on same instrument = 0.2 pg/ml. Sid (B)(6): initial processed on serial number (B)(6) result = 31.8 pg/ml repeated on serial number (B)(6) = 3.8 pg/ml repeated again on serial number ai03944 = 4.4 pg/ml. Customer¿s diagnostic cutoff for females = <15.6 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of ticket trending data for the alinity I stat high sensitive troponin-I did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76536ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for lots 76542ud00 and 76537ud00 (which contain the same bulk material as the complaint lot) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 76536ud00 was identified.